Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed sensor wire was left behind in patient's body upon removal on (B)(6) 2014, at which time, the patient reported he had discomfort similar to a bee sting. At the time of the call to dexcom technical support, no medical intervention was reported.